Manufacturer narrative:
Samples received: 9 unopened pouches. Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in our stock. We have received nine closed samples for analysis. Diameter result conducted on the dafilon samples received is 0.332 mm in average and fulfils the requirements of the european pharmacopoeia (ep) for this size and thread: 0.300 mm < xave < 0.349 mm. Diameter average value is in the medium range of ep requirements for usp 2/0 size. We have also tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 3.63 kgf in average and 2.62 kgf in minimum (ep requirements: 1.53 kgf in average and 0.92 kgf in minimum). Remarks: "when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: germany dafilon breaks quick and "step for step" while skin suturing (single knob suture method). Please check thickness and tensile strength.